Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a patient sample. The following data was provided (customer¿s reference range <5 miu/ml): initial result = 77.79 miu/ml, repeat result = 3.65 miu/ml, 3.97 miu/ml no impact to patient management was reported. Additional information: on 24sep2025 the customer provided the following additional information about the patient: sample ID (B)(6) 28-year-old female.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 71455ud03, however, no increase in complaint activity was identified for list number 07p51. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using a retained kit of complaint lot 71455ud03. All specifications were met indicating that the lot is performing as expected. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 71455ud03 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 7p51-74 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a patient sample. The following data was provided (customer¿s reference range 5 miu/ml): initial result = 77.79 miu/ml, repeat result = 3.65 miu/ml, 3.97 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Additional information in the following sections: a1 - patient identifier; a2 - age at time of event; a2 - age units (patient); a3a - sex; b5 - describe event or problem. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a patient sample. The following data was provided (customer¿s reference range <5 miu/ml): initial result = 77.79 miu/ml, repeat result = 3.65 miu/ml, 3.97 miu/ml no impact to patient management was reported. Additional information: on 24sep2025 the customer provided the following additional information about the patient: sample ID (B)(6) 28-year-old female.